Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed a battery status of elective replacement indicator (eri). The monitoring voltage was 2.57 v and the charge time was 23.6 seconds. The device was explanted and returned for analysis. This device is part of the food and drug administration (FDA) advisory notification issued on november 27, 2007 regarding high middle of life (mol) battery impedance causing early replacement indicators (eri).

Manufacturer narrative:
Analysis of the returned product is ongoing. This event will be updated when analysis is complete.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted to verify the performance of pacing, sensing, and recording functions. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate that this device is faulty, we have concluded that this device experienced normal battery depletion.